Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the hemopro remained activated while in the patient. The device was unplugged and the procedure was completed by opening a new kit. There were no patient effects. The product is returning. The cable was not reported to have been switched, but the reporter requested it to be sent back for completeness.

Manufacturer narrative:
The device has not yet been returned to cardiac surgery for investigation. We will continue to pursue the device being returned to cardiac surgery for investigation with the customer. A supplemental report will be submitted when the device has been returned and the investigation completed. (B) (4)